Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient reportedly experienced.

Event description:
The initial reporter states that the administration set had a hole in it causing it to "leak all over the carpet". This resulted in an 6 hour delay of therapy. Mmdg followed up with the initial reporter, who stated that the patient had not had any adverse effects due to the delay in therapy. No further information was provided (B)(4).